Manufacturer narrative:
D4 lot #: the customer did not report the lot # for the event; however, provided the current stocked lot gr24024017 (suspect). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a vial-mate adapter; further described as "leaking when pulled up fully and locked". This occurred when the device was hung up during infusion set up. Once the device was disconnected, the bag did not leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.